Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that an unspecified number of pn 32x4 italy vig were difficult to prime, unable to deliver medication, and difficult to operate during use. The following was reported by the initial reporter: "the patient claims that some needles are defective, which means that 'the liquid in the needle does not pass through, once it is inserted into the pen, the button you press to release the insulin becomes very hard and the liquid does not come out'."